Event description:
Same case as: MDR ID# 2134265-2014-04952. It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous (av) fistula of the axillary vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the target lesion. The balloon was inflated at 10 atmospheres. It was noted that one of the tines from the radiopaque marker on an unspecified stent punctured the balloon and the balloon ruptured. A 9.0 x 40, 75cm mustang¿ balloon catheter was also selected; however the balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).